Manufacturer narrative:
Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿during a trial there was slight blurry visualization with the hd arthroscope/ sinuscope 4.0mm x 30 deg x 167mm (mitek lock) and after isolating the issue, it seems that the scope was the only piece of equipment contributing to emitting poor visualization.¿ per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, distal tip, distal tip damaged, distal tip has deposits, field stop defect, field stop loose, minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device 1381658 number, and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a trial on (B)(6) 2021, it was observed that there was slight blurry and poor visualization with the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device. There was no procedure nor patient involvement reported. No additional information was provided.